Event description:
Kendall heparin & normal saline flush syringes. Kendall product brochure-and representative- "kendall is one of the few manufacturer's who fills pharmacy grade flush syringes -safety and sterility-. "...." Is the absolutely highest degree of sterility currently on the market." I'm concerned about the implied message i.e. There are degrees of sterility and others' products are inferior. Numerous nurses have asked me what this means.